Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed a battery cap replacement due to having it damaged while having difficulty removing it and also mentioned that a few months ago they experienced a high blood glucose of over 400mg/dl and a blank display. The customer declined to troubleshoot for both the high blood glucose reading and the blank display and stated they were due to not changing the battery. The customer stated that they changed the battery and treated with the insulin pump. The product will not be returned for analysis.